Event description:
It was reported that during a coronary artery bypass graft, although the device could be activated, it could not coagulate properly. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.